Event description:
It was reported that the patient¿s lead had high impedance. During, ipg replacement procedure the lead was unplugged from the ipg cleaned and reinserted, but the issue persisted. As result, the lead was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.